Event description:
Patient having vp (ventriculoperitoneal) shunt replaced using custom device/special order product. After new shunt in place, surgical team became aware that the newly implanted shunt may be contaminated, as it was noticed at that point that packaging materials indicated "non-sterile". Decision made to remove implanted shunt immediately. External shunt placed. Issues identified with manufacturer include: poorly visible notification on box and packaging materials indicating "non-sterile". Device was shipped in tyvek material, which manufacturer indicated they only use tyvek for sterile devices. Instructions for sterilization with device are inconsistent with current sterilization standards. The label on the packaging (outside package) indicates that it is non-sterile. The MFR suggests that the product should be sterilized in its original sealed pouch, however this does not allow for a chemical indicator to be placed inside the packaging to confirm sterilization.